Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the power supply was replaced, and the vent successfully repaired. Electrical safety tests (service manual 9.4) and the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: UDI (B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not power on, will not charge the battery and has no ac power led indicator. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the biomed customer the latest version of the service manual is version t. Advised customer of possible power supply or power management board problem. Advised customer to reference page 112 of the service manual to confirm the power supply is working. The customer advised to confirm 24 volts dc across the brown and orange wires. It was advised to order power supply if the 24 volts dc is not present. The customer has confirmed there is no 24 volts dc across the brown and orange wires. The rse provided parts ID for the power supply assembly for repair. Investigation ongoing.